Manufacturer narrative:
The user facility contacted steris to troubleshoot the reported draining issues with their unit. The customer reported manually cancelling a processing cycle. A steris technician discussed with the customer that the cycle cancellation would have caused the unit's seal to deflate and water would be able to bypass the deflated seal. Immediately following the cancellation, the customer reported that a second processing cycle was initiated. Residual water from the previous cycle remained in the unit and caused a fill time fault with the unit. The technician advised the customer to remove the air filter and blow air through the float block j-tube. The customer performed the recommendations by the steris technician. The customer then initiated another cycle and was able to reprocess the scope present during the time of the reported event without any issues. A steris technician arrived at the user facility, inspected the unit, and confirmed that the service activity performed by the customer was properly performed. Unrelated to the reported event, the technician readjusted the unit's lid latch assembly. The unit was confirmed to be operating according to specification and returned to service.

Event description:
The user facility reported their system 1e was leaking water and experiencing draining issues. No report of injury.